Event description:
It was reported that an ilet bionic pancreas experienced an unexpected shutdown and would not power back on, after which the user switched to backup therapy and administered an insulin injection; the device issue aligns with an unexpected shutdown and involves the seal component. Symptoms included hypoglycemia and a seizure. Outcomes included an unexpected medical intervention with oral glucose administration; this event meets criteria for serious injury/illness/impairment, and there was no hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an insulation problem associated with the device¿s seal consistent with an unexpected shutdown. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.